Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: pinnacle mtl ins neut40idx56od; unknown hip femoral head; unknown hip femoral stem; unknown hip acetabular cup.

Event description:
The patient was revised to address pain. The metal liner was removed and replaced with an altrix liner. Doi: unknown. Dor: (B)(6) 2018; left hip.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.